Event description:
The device was returned to zoll medical for preventative maintenance. During functional testing, the device failed the 30 joule defibrillator self-test. There was no patient involvement in the reported malfunction.